Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2000 ohms. It was noted that the current lead had recently been implanted following explant of a previous non-boston scientific lead. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).